Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of onset for patient¿s postoperative pain is unknown. (B)(4). Date of original implant procedure is unknown. Per facility, the complainant parts have been discarded and are no longer available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2015 due to reports of pain. During the procedure, a distal humerus plate and an unknown quantity of unknown screws were removed. The fracture appeared to have healed. Additional information pertaining to the patient's status is unknown. No surgical delay was reported. This report is 1 of 2 for (B)(4).